Event description:
Customer reported he was putting reservoir and infusion set together and it was not connecting correctly. Customer stated it felt like top of reservoir was going to pull off.

Manufacturer narrative:
Inspected one opened used reservoir and found detached neck from barrel. Reservoir will leak.